Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode extrusion. The recipient underwent repositioning surgery on (B)(6) 2024.

Manufacturer narrative:
Corrected information: section d.6a. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3, b.6, d.6b. Advanced bionics considers the investigation into this reportable event as closed. Prior to repositioning surgery, the recipient reportedly experienced electrode migration. The recipient presented with non auditory sensations and an open electrode. Programming adjustments were made, however the issue did not resolve. The recipient's device has been successfully activated. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.